Event description:
It was reported that customer experienced difficulty plugging in charger within first two months of use. There was no reported impact to the customer¿s blood glucose level. Technical support planned to follow up, and no additional information was received regarding the outcome of the event.